Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant on the right side, and with 275cc mentor memorygel breast implant on the left side and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam, and ultrasound findings. The patient has consulted with the healthcare professional. The date of surgery was provided as on (B)(6) 2025. On january 20, and 27, 2025, mentor became aware that the patient also experienced bilateral breast deformity in addition to right side rupture and underwent bilateral implant exchange surgery on (B)(6) 2025. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 28, 2025, mentor became aware that the replacement device serial numbers used were (B)(6) on the left side, and (B)(6) on the right side on (B)(6) 2025. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2025, mentor became aware that the correct right side replacement serial number was (B)(6). This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).